Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had no stimulation for 4 days, due to the charger not locating the ipg. The patient reported she has high settings and must charge the ipg daily. It was reported the patient has lost (B)(6) in weight. A new spacer kit and charger was sent to the patient. No further information is available at this time.